Manufacturer narrative:
Standard DHR review/a device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported. Results from investigation : as received from the field, the external sheath was crumpled. This most likely occurred during the array retraction post ablation due to the tissue increasing the external diameter of the array in relationship to the internal diameter of the external sheath. Every novasure disposable device is inspected to ensure proper device deployment and retraction prior to final release. This observation will be monitored and trended.

Event description:
It was reported that on (B)(6) 2020 after a novasure procedure the device appeared frayed and burned at the end, after receiving the product and inspection on january 12th by investigators, the external sheath was observed as crumpled. No injury to the patient was reported. No other information available.